Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after having received therapy from the implantable cardioverter defibrillator (ICD). A remote transmission was sent and was reviewed by qualified personnel and it was determined that ICD delivered inappropriate therapy due to the presence of environmental electromagnetic interference which initiated both atrial and ventricular oversensing . It was further reported that the current electrogram (egm) was "clean", showing no evidence of oversensing. The ICD remains in use. No further patient complications have been reported as a result of this event.